Event description:
Personal representative for the plaintiff's estate alleges that plaintiff was employed as a nurse and wore and was exposed to latex gloves from various mfrs. Personal rep for plaintiff's estate alleges that plaintiff died as a result of exposure to latex gloves, latex powder and latgex proteins.